Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curved cup inserter handle functioned properly during the surgical case. The crack in the handle was noticed when the instruments were being inspected. No pieces were missing from the handle.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.